Manufacturer narrative:
See memo attached. - attachment: [8.memorandummomwd011615_02_1.pdf].

Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, the patient has a surgery of right total hip replacement and received a mom right hip system implant. Then the patient suffered infection physical injury, pain, bodily impairment, debiliting lack of mobility, high levels of toxic metal levels, conscious pain and suffering and loss of earnings. Loosening of the acetabular cup.